Event description:
The use of tampons and especially pads causes vaginal irritation which can and has led numerous times to vaginal infections. The plastic and/or non-organic products used to make these products seem to be the main cause. Dates of use:1988 - 2008; monthly. Diagnosis or reason for use: monthly menstrual cycle. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction: yes.